Event description:
It was reported on (B)(6) 2022, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. On (B)(6) 2022, post implant decreased hemoglobin values were noted and was administrated 2 packs of red cell concentrate. Later due to a suspected bleeding disorder the patient was administrated 4 packs of fresh frozen plasma (ffp). The ring is performing as intended. On (B)(6) 2022, the patient was discharged and reported to be in stable condition. ((B)(4)).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "decreased hemoglobin values' was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported on (B)(6) 2022, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. On (B)(6) 2022, post implant decreased hemoglobin values were noted and was administrated 2 packs of red cell concentrate. Later due to a suspected bleeding disorder the patient was administrated 4 packs of fresh frozen plasma (ffp). The ring is performing as intended. On (B)(6) 2022, the patient was discharged and reported to be in stable condition. Additional information received on 01/03/22: on (B)(6) 2022, the patient present with symptoms of delirium. No medical intervention was performed.